Event description:
It was reported on 02/11/2016 from updates to end of service candidates that this patient was deceased. He was last seen in 2013. The physician who reported the death declined to elaborate on the patient's cause of death or details surrounding the death. The patient's obituary states that he passed away on (B)(6) 2013 at his home. The obituary states that the family chose cremation. The funeral homes records show that the device was explanted prior to cremation but since it was 3 years ago, it was likely discarded after the explant. The funeral home did not disclose the cause of death. Attempts were made to the medical examiner for more information but have been unsuccessful to date and to the patient's last known following physician. The last known neurologist did state that they saw the patient in (B)(6) 2012 but this was all the information they could disclose at that time.